Manufacturer narrative:
(B)(4). Batch #m91x4f. The device was received with the tissue pad detached and not returned but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and generator and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: the tissue pad in the inquiry attached came completely off the tip. The tissue pad was lodged in the trocar housing, after physician pulled the ace+7 from the patient. The tissue pad was placed on the back table. It is unknown if the tissue pad was returned, as the hospital protocol is to send the affected device downstairs to central in order to log information before sending the item out for return. No additional information is available.

Event description:
It was reported that during an unknown procedure, the nurse reported that the tissue pad came off of the device. Case completed with another device. There were no patient consequences reported.